Manufacturer narrative:
H6 patient and device codes updates based on new information. D7 date of explant added to the record.

Event description:
Additional information receieved stated that the patient was experiencing ineffective stimulation. As a result, the scs system was explanted on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23389. It was reported that the patient is scheduled to have their scs system explanted due to an unknown reason. No additional information is available.